Event description:
(B)(6) study. Same patient as: 2134265-2012-05280, 2134265-2012-05281, 2134265-2012-05467 and 2134265-2011002783 it was reported that during a coronary stenting treatment procedure, restenosis occurred. In (B)(6) 2009, a percutaneous coronary intervention was performed with the placement of a 2.75x28mm taxus liberte stent in the mid left anterior descending (lad) artery. In (B)(6) 2010, the patient presented with substernal chest pain and was subsequently diagnosed as unstable angina. The 90% end stent restenosis of the previously placed 2.75x28mm taxus liberte stent in the mid lad was treated with direct stent placement using a 2.75x12mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. If implanted, give date - (B)(6) 2009. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).